Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Therefore, the reported complaint cannot be confirmed in relation to the fresenius dialyzer.

Manufacturer narrative:
(B)(4). The post market surveillance department has reviewed medical records related to this event. The clinical investigation reveals the following: medical records indicate that the patient had a positive culture for clostridium difficile. Clostridium difficile colitis is an infection often associated with a fever and is treated with antibiotics. To complicate matters, on (B)(6) 2016 the patient had a urine culture that grew multidrug resistant bacteria (morganella morgenii) that required additional antibiotics. The patient had fevers during the dialysis treatments of (B)(6) 2016. During these treatments, medical records clearly show that the patient had an infectious process occurring that was not associated with hemodialysis treatment. It is apparent the fever was a symptom of the current infections. There is no documentation in the medical record that indicates there was any causal relationship between the optiflux 160nre dialyzer and the patient¿s fevers. The plant investigation is in progress. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge nurse (cn) from an outpatient hemodialysis facility reported that a patient had a fever at the end of a hemodialysis treatment on (B)(6) 2016. The cn reported blood cultures were drawn which showed negative infection. The cn stated the patient did not have fever when hospitalized and used a revaclear dialyzer. Follow-up information was provided by the cn who revealed that the patient experienced fever at the end of treatment on (B)(6) 2016. The patient did not receive medical intervention. According to the treatment sheet received with medical records, the pre- treatment temperature on (B)(6) 2016 was 98.6 and post treatment temperature 99.0. The physician decided to change the dialyzer in order to rule it out as the cause of the symptoms. The patient had not yet started on the new dialyzer and had completed treatment using the optiflux 160nre without further issue. The complaint device is not available for evaluation as it was discarded by the user facility.